Event description:
There was an allegation of questionable confirm anti-cd34 (qbend/10) mouse monoclonal primary antibody assay results for a patient sample tested on the benchmark ultra instrument compared to a competitor system. The initial result was negative cd34 staining. The repeat result using a leica system and a different block was positive for cd34 staining.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.